Event description:
A remstar pro c flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and evidence of foam degradation was found. In addition, the device displayed multiple occurrences of error code e-53: err_comp_log_sem_timeout as recorded in error log. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
It was previously noted that a third-party service center evaluated the device, which was incorrect. The device was assessed by a philips service center. This report is being submitted to correct the b5 statement and update related fields.

Event description:
Correction: a remstar pro c flex device was returned to a philips service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service center visually inspected the device and evidence of foam degradation was found. In addition, the device displayed multiple occurrences of error code e-53: err_comp_log_sem_timeout as recorded in error log. The device was scrapped by the service center after the evaluation was completed.